Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2021. Customer also experienced a stroke and insulin flow blocked alarms on her insulin pump. Customer reported blood glucose level of 505 mg/dl because of the alarm and was taken to emergency room. Customer's current blood glucose level was 147 mg/dl. Customer stated they were having issue with insulin flow block during bolus leading to hyperglycemia. Trouble shooting was performed. Customer did not report symptoms of high blood glucose. Customer was using the insulin pump system within 48 hours of reported event. The insulin pump will not be returned for analysis.

Manufacturer narrative:
On (B)(6) 2021 the customer was hospitalized for dka/high bg's. Customer allege no delivery alarm/(insulin flow block). The device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.0870 inches. The stop (idle) current and run current measurement tests are within specification. The device also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted during testing. The following were noted during visual inspection: cracked battery tube threads and corroded battery tube. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thds and carelink upload was successful. There was no "no delivery alarm" noted on the event date. There was a previous no delivery alarm listed in the download device history file (during basal). (B)(6) 2021 22:12:51 alarm #4 - alrm_counts_exceeded - excessive device counts. The device was monitored for 7 days. No unexpected no delivery alarm noted. The device passed the functional testing. No unexpected no delivery alarm/insulin flow block noted during testing. Unable to confirm alleged dka/high bg's. During visual inspection, the device had a corroded battery tube. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.